Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms a left hip arthroplasty was performed on (B)(6) 2009 and a right hip arthroplasty was performed on (B)(6) 2010. Further review of medical records and invoices revealed that a two stage left hip revision procedure occurred on (B)(6) 2009, to remove components and implant spacers due to infection; with reimplantation of total hip occurring on (B)(6) 2009. Review of laboratory test results provided indicate elevated cobalt level. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 13 of 16 mdrs filed for this event (reference 1825034-2013-02075 / 02077, 02172 / 02174, 02075-1 / 02077-1, 02172-1 / 02174-1 and 02236 / 02239). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.